Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator was unable to be interrogated. It was noted that the patient had received a shock that morning. Further attempts to interrogate the device were made which were unsuccessful. Subsequently, the device was explanted for pacing not delivered when required and unable to interrogate. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was unable to be interrogated. It was noted that the patient had received a shock that morning. Further attempts to interrogate the device were made which were unsuccessful. Subsequently, the device was explanted for pacing not delivered when required and unable to interrogate. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h10 from: upon receipt at our post market quality assurance laboratory, visual inspection of the device identified electrical overstress damage to the plasma fuse flex circuit area. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. To: upon receipt at our post market quality assurance laboratory, it was confirmed the device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., was no longer intact). The damage to the fuse most likely occurred during delivery of the reported shock. The device case was removed to facilitate inspection of the internal components. Examination noted electrical overstress damage to the plasma fuse flex circuit area. This damage and the damage to the high voltage fuse are indications that this device attempted to deliver a high energy shock via a shorted/compromised defibrillation lead. This resulted in damage to the device and, ultimately, the inability to interrogate the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, internal visual inspection of the device noted electrical overstress damage to the plasma fuse flex circuit area. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Correction to h10 from: upon receipt at our post market quality assurance laboratory, visual inspection of the device identified electrical overstress damage to the plasma fuse flex circuit area. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. To: upon receipt at our post market quality assurance laboratory, it was confirmed the device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., was no longer intact). The damage to the fuse most likely occurred during delivery of the reported shock. The device case was removed to facilitate inspection of the internal components. Examination noted electrical overstress damage to the plasma fuse flex circuit area. This damage and the damage to the high voltage fuse are indications that this device attempted to deliver a high energy shock via a shorted/compromised defibrillation lead. This resulted in damage to the device and, ultimately, the inability to interrogate the device.

Event description:
It was reported that this implantable cardioverter defibrillator was unable to be interrogated. It was noted that the patient had received a shock that morning. Further attempts to interrogate the device were made which were unsuccessful. Subsequently, the device was explanted for pacing not delivered when required and unable to interrogate. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified electrical overstress damage to the plasma fuse flex circuit area. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that this implantable cardioverter defibrillator was unable to be interrogated. It was noted that the patient had received a shock that morning. Further attempts to interrogate the device were made which were unsuccessful. Subsequently, the device was explanted for pacing not delivered when required and unable to interrogate. A new device was implanted and remains in service. No additional adverse patient effects were reported.